Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified the ultrasonic tail to be cracked which contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion alarm which was reproduced. Upstream occlusion alarms were verified through a review of the event history log and found to be caused by a cracked ultrasonic tail. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was unable to be verified. The device could not be evaluated for the customer reported issue 'incorrect flow' in its as received condition due to a constant upstream occlusion alarm. The device will pass all infusion accuracy testing before returning to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced upstream occlusion alarms and delivered at inaccurate flow rates. There was no patient involvement. No additional information is available.